Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The reported issue of a double beep alarm was not found in the event log. During power up the issue was not duplicated. The downstream sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.